Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and pruritus ("itching"). The patient was treated with surgery (on (B)(6) 2007, plaintiff underwent total hysterectomy in (B)(6)) essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia and pruritus outcome was unknown. The reporter considered menorrhagia, pelvic pain and pruritus to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain /pelvic pain (daily-various times throughout the day, mild-severe) /pain") in an elderly female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 ((B)(6) 1994, (B)(6) 1997, (B)(6) 2003, (B)(6) 2004 pmh: all four children have been delivered normally.) And multigravida ((B)(6) 1994, (B)(6) 1997, (B)(6) 2003, (B)(6) 2004). On (B)(6) 2008, during the procedure patient did complain of nausea and cramping. On (B)(6) 2007, upt (urine pregnancy test) negative. Previously administered products included for pregnancy prevention: birth control pills from 2004 to (B)(6) 2007; for an unreported indication: sprintec. Concurrent conditions included allergic reaction to analgesics since (B)(6) 2007 and allergic reaction to analgesics since (B)(6) 2007. Concomitant products included oral contraceptive nos for contraception as well as doxylamine succinate (unisom 2) since 2014 and estradiol (estrogen) since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation /abnormal bleeding (vaginal , menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal , menorrhagia) (event aplitted for coding)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), post-traumatic stress disorder ("psychological or psychiatric problems ptsd") and rash ("rashes or skin conditions"). On an unknown date, the patient experienced pruritus ("itching"), abdominal pain ("abdominal pain (daily-various times throughout the day, mild-severe)") and nausea ("nausea"). The patient was treated with paracetamol, paracetamol (tylenol 8 hour) and surgery (on (B)(6) 2007, plaintiff underwent total hysterectomy / hysterectomy partial). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the menorrhagia, vaginal haemorrhage, female sexual dysfunction, post-traumatic stress disorder, rash, dyspareunia and abdominal pain had resolved and the pruritus and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain, post-traumatic stress disorder, pruritus, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: diaphragm used in between 2001 to 2002 for pregnancy prevention, and discontinued for the reason of pregnancy or suspected pregnancy. On (B)(6) 2007 both ostia could be seen, but they were quiet lateral which made keeping them in the center of the field somewhat difficult. The essure device was then placed on the right without difficulty with 5 coils noted. On the left, it was somewhat more difficult as the os was spasming. Ultimately, doctor was able to place it with 4 coils noted. The patient did have some trouble with nausea during the procedure, but otherwise, tolerated it well. Otc (over the counter) received for pain and dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Ultrasound scan - on an unknown date: results: examination of dysmenorrhea (cramping). Ultrasound scan vagina - on (B)(6) 2007: properly placed in the corunal areas of the uterus and ultrasound showed that essure coils were placed in fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received- pt changed from mental disorder to post-traumatic stress disorder. Treatment drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain /pelvic pain (daily-various times throughout the day, mild-severe) /pain") in an elderly female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 ((B)(6) 1994, (B)(6) 1997, (B)(6) 2003, (B)(6) 2004. Pmh: all four children have been delivered normally.) And multigravida ((B)(6) 1994, (B)(6) 1997, (B)(6) 2003, (B)(6) 2004). On (B)(6) 2008, during the procedure patient did complain of nausea and cramping. Previously administered products included for pregnancy prevention: birth control pills from 2004 to (B)(6) 2007; for an unreported indication: sprintec. Concurrent conditions included allergic reaction to analgesics since 31-may-2007 and allergic reaction to analgesics since (B)(6) 2007. Concomitant products included oral contraceptive nos for contraception as well as doxylamine succinate (unisom 2) since 2014 and estrogen nos (estrogen) since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation /abnormal bleeding (vaginal , menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal , menorrhagia) (event aplitted for coding)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), mental disorder ("psychological or psychiatric problems ptsd") and rash ("rashes or skin conditions"). On an unknown date, the patient experienced pruritus ("itching"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain (daily-various times throughout the day, mild-severe)") and nausea ("nausea"). The patient was treated with paracetamol (tylenol es) and surgery (on (B)(6) 2007, plaintiff underwent total hysterectomy in edina minnesota. Hysterectomy partial). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the menorrhagia, vaginal haemorrhage, female sexual dysfunction, mental disorder, rash, dyspareunia and abdominal pain had resolved and the pruritus and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, mental disorder, nausea, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: diaphragm used in between 2001 to 2002 for pregnancy prevention, and discontinued for the reason of pregnancy or suspected pregnancy. On (B)(6) 2007 both ostia could be seen, but they were quiet lateral which made keeping them in the center of the field somewhat difficult. The essure device was then placed on the right without difficulty with 5 coils noted. On the left, it was somewhat more difficult as the os was spasming. Ultimately, doctor was able to place it with 4 coils noted. The patient did have some trouble with nausea during the procedure, but otherwise, tolerated it well. Otc (over the counter) received for pain and dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Ultrasound scan - on an unknown date: examination of dysmenorrhea (cramping) on (B)(6) 2017, transvaginal ultrasound, properly placed in the corunal areas of the uterus and ultrasound showed that essure coils were placed in fallopian tubes. On (B)(6) 2007, upt (urine pregnancy test) negative. On (B)(6) 2007,obgyn us, impression: normal appearing uterus and endometrium and adnexa. The essure appears to be properly placed in the corneal areas of the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 15-may-2018: pfs received. Reporter was added. Nausea was added as event. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain /pelvic pain (daily-various times throughout the day, mild-severe)") in an elderly female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 ((B)(6) 1994, (B)(6) 1997, (B)(6) 2003, (B)(6) 2004. Pmh: all four children have been delivered normally.) And gravida ((B)(6) 1994, (B)(6) 1997, (B)(6) 2003,(B)(6) 2004). On (B)(6) 2008, during the procedure patient did complain of nausea and cramping. Previously administered products included for pregnancy prevention: birth control pills from 2004 to (B)(6) 2007; for an unreported indication: sprintec. Concurrent conditions included allergic reaction to analgesics since (B)(6) 2007 and allergic reaction to analgesics since (B)(6) 2007. Concomitant products included oral contraceptive nos for contraception as well as doxylamine succinate (unisom 2) since 2014 and estrogen nos (estrogen) since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation /abnormal bleeding (vaginal , menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal , menorrhagia) (event aplitted for coding)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), mental disorder ("psychological or psychiatric problems ptsd") and rash ("rashes or skin conditions"). On an unknown date, the patient experienced pruritus ("itching"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain (daily-various times throughout the day, mild-severe)"). The patient was treated with paracetamol (tylenol es) and surgery (on (B)(6) 2007, plaintiff underwent total hysterectomy in (B)(6). Hysterectomy partial). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the menorrhagia, vaginal haemorrhage, female sexual dysfunction, mental disorder, rash, dyspareunia and abdominal pain had resolved and the pruritus outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, mental disorder, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: diaphragm used in between 2001 to 2002 for pregnancy prevention, and discontinued for the reason of pregnancy or suspected pregnancy. On (B)(6) 2007 both ostia could be seen, but they were quiet lateral which made keeping them in the center of the field somewhat difficult. The essure device was then placed on the right without difficulty with 5 coils noted. On the left, it was somewhat more difficult as the os was spasming. Ultimately, doctor was able to place it with 4 coils noted. The patient did have some trouble with nausea during the procedure, but otherwise, tolerated it well. Otc (over the counter) received for pain and dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Ultrasound scan - on an unknown date: examination of dysmenorrhea (cramping) on (B)(6) 2017, transvaginal ultrasound, properly placed in the corunal areas of the uterus and ultrasound showed that essure coils were placed in fallopian tubes. On (B)(6) 2007, upt (urine pregnancy test) negative. On (B)(6) 2007,obgyn us, impression: normal appearing uterus and endometrium and adnexa. The essure appears to be properly placed in the corneal areas of the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 23-feb-2018: pfs and mr received. Reporters were added. Patient¿s details, historical condition, historical drug, concomitant disease and concomitant drugs were added. Treatment drug, lab data and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea (cramping), psychological or psychiatric problems ptsd, rashes or skin conditions, dyspareunia and abdominal pain (daily-various times throughout the day, mild-severe) events were added and outcome of the event s were added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain /pelvic pain (daily-various times throughout the day, mild-severe) /pain') in an elderly female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (B)(6) 1994, (B)(6) 1997, (B)(6) 2003, (B)(6) 2004. Pmh: all four children have been delivered normally.) And multigravida (B)(6) 1994, (B)(6)1997, (B)(6) 2003, (B)(6) 2004). On (B)(6) 2008, during the procedure patient did complain of nausea and cramping. On (B)(6) 2007, upt (urine pregnancy test) negative. Previously administered products included for pregnancy prevention: birth control pills from 2004 to (B)(6) 2007; for an unreported indication: sprintec. Concurrent conditions included allergic reaction to analgesics since (B)(6) 2007 and allergic reaction to analgesics since (B)(6) 2007. Concomitant products included oral contraceptive nos from (B)(6) 2005 to (B)(6) 2007 for contraception as well as doxylamine succinate (unisom 2) since 2014 and estradiol (estrogen) since 2014. In 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation /abnormal bleeding (vaginal , menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal , menorrhagia) (event aplitted for coding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), post-traumatic stress disorder ("psychological or psychiatric problems ptsd") and rash ("rashes or skin conditions"). On an unknown date, the patient experienced pruritus ("itching"), abdominal pain ("abdominal pain (daily-various times throughout the day, mild-severe)") and nausea ("nausea"). The patient was treated with paracetamol, paracetamol (tylenol 8 hour) and surgery (laparoscopic supracervical hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the heavy menstrual bleeding, vaginal haemorrhage, female sexual dysfunction, post-traumatic stress disorder, rash, dyspareunia and abdominal pain had resolved and the pruritus and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, nausea, pelvic pain, post-traumatic stress disorder, pruritus, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: diaphragm used in between 2001 to 2002 for pregnancy prevention, and discontinued for the reason of pregnancy or suspected pregnancy. On (B)(6) 2007 both ostia could be seen, but they were quiet lateral which made keeping them in the center of the field somewhat difficult. The essure device was then placed on the right without difficulty with 5 coils noted. On the left, it was somewhat more difficult as the os was spasming. Ultimately, doctor was able to place it with 4 coils noted. The patient did have some trouble with nausea during the procedure, but otherwise, tolerated it well. Otc (over the counter) received for pain and dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Ultrasound scan - on an unknown date: results: examination of dysmenorrhea (cramping). Ultrasound scan vagina - on (B)(6) 2007: properly placed in the corunal areas of the uterus and ultrasound showed that essure coils were placed in fallopian tubes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain /pelvic pain (daily-various times throughout the day, mild-severe) /pain') in an elderly female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 ((B)(6) 1994, (B)(6) 1997, (B)(6) 2003, (B)(6) 2004 pmh: all four children have been delivered normally.) And multigravida ((B)(6) 1994, (B)(6) 1997, (B)(6) 2003, (B)(6) 2004). On (B)(6) 2008, during the procedure patient did complain of nausea and cramping. On (B)(6) 2007, upt (urine pregnancy test) negative. Previously administered products included for pregnancy prevention: birth control pills from 2004 to (B)(6) 2007; for an unreported indication: sprintec. Concurrent conditions included allergic reaction to analgesics since (B)(6) 2007 and allergic reaction to analgesics since (B)(6) 2007. Concomitant products included oral contraceptive nos from (B)(6) 2005 to (B)(6) 2007 for contraception as well as doxylamine succinate (unisom 2) since 2014 and estradiol (estrogen) since 2014. In 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation /abnormal bleeding (vaginal , menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal , menorrhagia) (event aplitted for coding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), post-traumatic stress disorder ("psychological or psychiatric problems ptsd") and rash ("rashes or skin conditions"). On an unknown date, the patient experienced pruritus ("itching"), abdominal pain ("abdominal pain (daily-various times throughout the day, mild-severe)") and nausea ("nausea"). The patient was treated with paracetamol, paracetamol (tylenol 8 hour) and surgery (laparoscopic supracervical hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the heavy menstrual bleeding, vaginal haemorrhage, female sexual dysfunction, post-traumatic stress disorder, rash, dyspareunia and abdominal pain had resolved and the pruritus and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, nausea, pelvic pain, post-traumatic stress disorder, pruritus, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: diaphragm used in between 2001 to 2002 for pregnancy prevention, and discontinued for the reason of pregnancy or suspected pregnancy. On (B)(6) 2007 both ostia could be seen, but they were quiet lateral which made keeping them in the center of the field somewhat difficult. The essure device was then placed on the right without difficulty with 5 coils noted. On the left, it was somewhat more difficult as the os was spasming. Ultimately, doctor was able to place it with 4 coils noted. The patient did have some trouble with nausea during the procedure, but otherwise, tolerated it well. Otc (over the counter) received for pain and dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.7 kg/sqm. Ultrasound scan - on an unknown date: results: examination of dysmenorrhea (cramping). Ultrasound scan vagina - on (B)(6) 2007: properly placed in the corunal areas of the uterus and ultrasound showed that essure coils were placed in fallopian tubes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 26-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change.mr received- new reporter, race, removal details, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.